Event description:
Patient reports connector on cassette leaking. Patient did not have lot info. No side effects reported as a result of leak. No other information available. Did the patient have a backup device they were able to switch to?-yes. If yes, was the patient able to successfully continue their infusion?- yes. If no, what was the patient instructed to do in able to continue their infusion? Is the infusion life-sustaining?- yes. What is the outcome of the event?- resolved. Did this reported product fault occur while in use with the patient?- yes, did the product issue cause or contribute to patient or clinical injury? - none reported. Is the actual device available for investigation? Did we replace device? - unknown. Report to (B)(6) by: patient/caregiver.